Manufacturer narrative:
(B)(4).

Event description:
It was reported that during followup, episodes of interference on the atrial channel was observed, which lead to auto mode switching. The patient will be monitored via remote transmission. The patient's condition was stable.